Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer performed visual inspected the device. The manufacturer opened the device to check for any contamination/black particles within the flow paths. There are no signs of contaminates entering the flow path from outside the device. The manufacturer found no signs of foam degradation. The device powered on and provided therapy. The error log of the device was downloaded and reviewed. The device was tested and the manufacturer confirmed the device operates as designed. The manufacturer concludes there was no evidence of foam degradation.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.